Event description:
The facility representative reported to baxter global technical services one colleague infusion pump that is alarming - non stop screen flashing. The reported condition occurred during patient therapy and it is unknown if therapy was stopped. This condition occurred in the general patient ward. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Manufacturer narrative:
The reported condition of alarming - nonstop screen flashing was confirmed and duplicated. The reported condition is due to depleted main batteries. The main batteries and harness where replaced to correct the reported condition. A service history review reveled that this device was not previously serviced for the reported condition of excessive alarms. (B)(4)